Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that their ins used to deplete about 10% or less every day, but in the last few days it started to go down by 40% in the course of one day. The patient said they hadn't made any adjustments to their stimulation settings recently. They had always been using group b, but since the issue started, they switched to group a for a little while to see if that was any better and it was not. The patient denied any recent falls/trauma to their ins site. The issue was not resolved. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Correction: previously submitted supplemental section g3 date MFR rec was incorrect. The correct date is 12-mar-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the patient stating that they didnt why it takes too long to charge and could not read charge without using the charger and they fixed that. When asked what steps were taken to resolve the issue patient said probably dont have to charge and said that the issue is not yet resolved.

Manufacturer narrative:
Section b5 updated with additional information. Section b1 updated. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their 'machine' wasn't doing 'diddly' and wouldn't stay on excellent or go past good while charging their implanted neurostimulator. Patient said it was taking 30 minutes to charge 10%. Patient stated they had to sit still, but also had to keep trying to reposition the paddle in order to maintain a connection. Patient stated this issue had been going on for "at least several weeks, probably longer, at least a month" and the connectivity issue had just recently become part of the issue. Agent asked, patient denied making any adjustments to their stimulation settings and always used group b. Patient inspected the recharger cord and said there was no visible damage. Patient denied any error messages coming up while charging; the charging sessions were more frequent now that the implant drained faster, and the charging went so slow it would have to take them hours to fully charge. Agent asked, patient denied any recent falls/trauma to the implant site; mentioned they had a couple of falls 'quite a while back,' but didn't seem to effect the implant. Agent attempted to have the patient check their recharging speed in the menu, but they had their controller recharging and the battery was very low after getting their implant charged, so agent did not have them try to connect and start charging during the call. Agent reviewed best practices for positioning of the recharger paddle; patient thought to try and target the implant in the hole, but agent explained they want to have a solid portion of the paddle over the implant. Patient stated with all the attempts they did to reposition the paddle would have had them placing the paddle right over the implant many times, but an excellent connection was impossible for them to maintain. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient was redirected to their healthcare provider to further address the issue if replacement didn't resolve the issue. Patient called back on (B)(6) 2026 stating she was sent recharger telemetry module(rtm) and still having same issue. Pt reported same events already reported. Agent sent request to repair for controller and advised if still having issues to contact healthcare provider (hcp). Patient called back on (B)(6) 2026 to pair the replacement controller. Patient was able to successfully pair the controller to the implant. Agent advised patient to use the belt multiple times but patient would not use their belt. Agent reviewed best charging practices. Patient was able to get excellent. Agent redirected patient to their health care professional(hcp) to address the issue if the issue persisted. Upon further review patient also mentioned it would kill their wrist when charging. Agent reviewed with patient to use the belt and to sit up when charging the implant but patient declined and mentioned they had to sit in their recliner. Agent advised patient not to lean the recharger on the recliner but patient just kept declining using the belt and wanted to charge on their chair. Patient called back on (B)(6) 2026 stating medtronic replaced all external equipment. Patient set it up and wanted to wait to see if it was working for pain relief. Patient reported it did not seem to be doing very well. Patient also reported it was taking a long time to charge and implantable neurostimulator (ins) depleted fast. Patient reported it took 3 hours to charge from 30 to 90% even though it was on excellent. Then on monday night, pt charged ins to 90% and on tuesday patient went to hcp and noticed the controller kept saying 'cannot find the charge'. Even though pt charged it to 90% it went below 30% overnight. The rep was supposed to be at hcp appointment but they could not make it. Patient also said they used to use only 10% of charge a day, all of a sudden it became 30-40% of charge and then 90% in one day. Patient mentioned they called lindsey today and the rep told patient to call ps first. Reviewed charging frequency and duration depend on various factors and is best to have the issue addressed at hcp's office. Patient said they had no falls/no weight changes. Patient will be calling the manufacturer representative (rep) back.